Event description:
A customer reported that all of the modular chemistry cups on a unicel dxc 800 synchron system had overflowed. The customer indicated that this issue had occurred twice in one month's time. This report is two of two and represents the second occurence of this event on (B)(6) 2011. There was no healthcare worker exposure of uncovered wounds or mucous membranes to biohazardous material and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) inspected the modular chemistry (mc) drain manifold and there were no obstructions. The fse replaced the mc flow valve and drained the cups without any errors. After the necessary repairs the instrument was returned back into service. Mdrs associated with this event: 2050012-2011-04477, 2050012-2011-04478.